Event description:
It was reported that the patient experienced symptoms of increased spasticity. The pump was filled with preservative-free saline solution at implant and kept on minimum rate. Eleven days later, the pump was filled with baclofen. Ten days later there was an attempt to increase the daily dose, but the event logs showed telemetry was interrupted while updating the pump. The pump did not 'finish' the update cycle completely, which stopped the pump. Three days later, a critical pump alarm sounded. Interrogation on that date showed the pump was stopped for 79hrs:40min. The pump was reactivated on minimal rate. The physician opted to keep the pump at minimum rate while patient was on oral lioresal tablets. The oral medication relieved the patient's increased spasticity. The patient was going to be admitted to the hospital to perform a rotor test to validate rotor functionality. The pump daily dose was going to be raised while monitoring the patient to validate the internal tube was not damaged. Later it was reported the patient was admitted to the hospital. The physician tried performing the roller study but was unable to see the radiopaque marker. As a result the study could not be completed. The patient was going to be hospitalized for 3 days, so the physician set the pump to 'simple continuous' mode and was going to closely monitor the patient in the hospital. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).